Event description:
Two nurses were performing an injection to a compative pt, one administering the medication and the other restraining the pt. One nurse removed the needle after the injection without performing retraction and the pt moved. The needle scratched the assisting nurse.